Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3037, serial# unknown programmer, product type: programmer, patient.

Event description:
It was reported that a patient lacked basic understanding of patient programmer use. The patient was very upset. She had an ins (stimulator) implanted yesterday and it was moved to the other side. They handed her a box and "I know nothing about it" and "I don't know what to do." The patient didn't know if the previous implant was replace for normal battery depletion. Her ins lasted 6 years though. The patient reports never having therapeutic effect. The patient stated nothing was working and she's wearing pads. The patient repeated that nothing was working as far as going to the bathroom. She called the hcp (healthcare provider) yesterday and they would call her today to schedule an appointment. The patient was on program 1 at 3.3 volts and the ins (stimulator) was on. The patient does not feel stimulation. Patient services had her increase ins. The patient reports feeling stimulation at 3.5 volts. The patient stated nothing was working. The patient noted her last one she just set it and forgot about it "but this one is different." She will leave the ins as was until she sees the hcp. It was later reported by the healthcare provider that the device was explanted on (B)(6) 2015 due to normal battery depletion. It was later reported by the healthcare provider that it was unknown if there was a fifty percent or greater symptom reduction. The cause of the event was determine and not related to device. Reprogramming was needed. The patient experience a loss of therapeutic effect and loss of stimulation. The patient recovered without permanent impairment. A patient stated she feels stimulation and it was not helping. The patient noted she does not have a doctor anymore. The patient stated "doctor wants to have having problem with interstim". The patient noted it does not work too good. The patient noted she had 2 back surgeries and maybe that threw it off. The patient stated the interstim stopped working about one month ago. The patient didn't think anything of it. The patient was not able to increase or decrease. The patient noted they had to be careful drinking, and they are using pads like they are going out of style. The patient noted it is working and can feel it, but not helping the patient go. The patient noted they had two back surgeries on in (B)(6) 2016 and two months after that. The patient stated they didn't cut patient open they went in and by her back and put cement to control bones because her bone were deteriorating. The patient stated she had bladder cancer and survived it. The patient stated they are wanting her to do a "sastocomy", but the doctor doesn't recommend it. T he patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.